Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of component damage - leak was verified by visual inspection. Evaluation of the sample received indicates that the male luer lock connection was missing from the sample. The customer reported the male luer lock connection broke at the connection point, and examination of the location of the break reveals that there is evidence of a lack of solvent at the end of the tubing. The male luer lock connection was not submitted for evaluation. A device history record review for model 2420-0007 lot number 21015148 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this failure is the lack of solvent on the end of the tubing. The lack of solvent made it easier for the male luer connection to separate from its original tubing with minimal effort. Previous investigations with a similar failure mode have been investigated and determined to be an assembly issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced device damage, and leakage. The following information was provided by the initial reporter: tubing broken at connection site. Medication leaking on floor.